Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture grade iii, and left-sided symptomatic rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel, 500cc silicone prosthesis experienced bilateral capsular contracture grade iii, and left-sided symptomatic rupture post procedure. The MRI examination confirmed the rupture. As a result, patient underwent bilateral replacements with r/cat: 3505004bc, l/ 3504504bc on (B)(6) 2023. This report relates to the left prosthesis.

Manufacturer narrative:
On june 29, 2023 mentor became aware that the device reported in this complaint was manufactured in france. The perouse breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/psrs or mdrs. Phone number (B)(6). Manufacturer¿s reference number: (B)(4).